Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european and of the council. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed. The reported issue was verified. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device powered off intermittently during patient use. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker product analysis center further evaluated the removed power pcb assembly and was unable to duplicate the reported issue. A conclusive cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device powered off intermittently during patient use. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the (B)(6) and of the council. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed. The reported issue was verified. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device powered off intermittently during patient use. There were no reports of adverse effects to the patient as a result of the reported event.